Event description:
It was reported that during a video-laparoscopic cholecystectomy procedure, this clip applier was used for cystic duct closure. The clips applied failed to close properly. They showed misaligned legs and then fell off the structure. The clips inside the applicator were unstable, and moved. When the clips reached the vessel, they would "return back", and at the time of application they scissored and finally fell. The case was carried out and finished by using a loop. No adverse patient consequences reported. The device was discarded by the hospital and won't be returning.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? First. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Cholelithiasis. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.